Event description:
It was reported that during the procedure the handle of the cannula broke and that a portion of the catheter remained in the patient. The catheter was successfully removed using pliers and no incision was made. There was no significant surgical delay and no adverse consequences to the patient.

Manufacturer narrative:
Device discarded.

Event description:
It was reported that during the procedure the handle of the cannula broke and that a portion of the catheter remained in the patient. The catheter was successfully removed using pliers and no incision was made. There was no significant surgical delay and no adverse consequences to the patient.